Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version (B)(4). A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that an error code 64 appeared on the system while loading an exam. Restarting the system resolved the issue. There was no patient involved when this issue was discovered.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.